Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported for lead migrations in the past a particular physician tried to ¿simply troll the lead back into the correct position, but hadn¿t had good outcomes this way and now just replaced the lead if it migrated.¿ the rep. Had no information on these past instances of lead migration.